Event description:
Thanks to the FDA eua on cloth and medical masks I have been mandated to wear a mask in any public setting by local and federal regulations, it causes me anxiety to the point I am unable to perform work, causes me to feel nauseous within minutes of putting on a mask, and prevents a full field of view, which has lead to falls. FDA safety report ID # (B)(4).